Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The device was sent to the bench twice earlier with the same issue and the bench was unable to duplicate it. The device was returned to the customer. The customer is now requesting a philips field service engineer (fse) on site.

Event description:
It was reported to philips that the device had a "cardiac rhythm malf". There was no reported patient involvement.